Event description:
It was reported that during a breast biopsy the control module was not able to change screens and the lcd screen would not respond to touch. There was no pt consequence reported, case was completed using the unit. Control module being returned for repair.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. Service tests found the lcd screen would not respond to touch intermittently. To correct this issue the site performed touch screen calibration. Preventive maintenance was performed on the unit and the site found the vso was causing the unit to have inadequate vacuum swing. To correct this issue the site replaced the vso. The site also found the display assembly would not stay upright and to correct this issue the u-handle was replaced. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.